Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. Functional testing was able to duplicate the issue. It was determined that the faulty motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a motor rate error. Per reporter's evaluation, there were multiple operation checks were done on this pump, and it passed every time. The alarm message was not generated. There was unknown patient involvement.